Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. Reported as surgeon had tried to use 4 foils of vcp371h and each time the needle popped off. Kept the rest of the box to return to test. Commented that 2 of the sutures fell off when loading into needle holder before passing into tissue. He then got his registrar to check 2 more and both again had suture detach from needle with very little force; customer was not able to determine which lot related to complaint so please test both. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/8/2025 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: * please confirm if any suture needle detach/pull off during use on the patient. Commented that 2 of the sutures fell off when loading into needle holder before passing into tissue * were there any unexpected outcomes or complications as a result of the prolonged surgery time? No * was there any change in the patient¿s post operative care due to the prolonged procedure? No. The following information was reported: if other, describe --> c section, was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> unknown , action taken when event occurred? --> tried with more suture , was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. Additional information: d4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch 105s7s batch 105ser. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4. H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code vcp371h. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 105ser / vcp371w38 batch number, and no non-conformances were identified.